Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went dead. The customer¿s blood glucose level was 380 mg/dl. The high blood glucose was treated with the insulin pump. The customer reported that she changed her battery and the pump went dead. The customer ported that her battery died. The customer declined to troubleshoot for all the issues and high blood glucose. The insulin pump will not be returned for analysis.